Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx coronary drug eluting stent was used to treat a mildly tortuous, mildly calcified lesion located in the mid coronary svg to diagonal graft. The lesion exhibited 70% stenosis. The device was inspected prior to use with no issues reported. Negative prep was not performed. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. It was reported that during delivery to/at the lesion that tent dislodgment occurred in the femoral artery. It is suspected that the guide wire was positioned too shallow in the vessel, and the stent was advanced forward to the point where it entered the guide wire basket. Upon pulling the stent/balloon back, it is believed the stent lodged in the guide wire basket and the balloon was pulled off the stent. The device balloon was removed first. The stent was captured into the guide wire basket. The guide wire basket and stent were then drawn to the tip of a 6 french guide. Upon the initial attempt at removal, the non-medtronic guide, stent and guide wire were pulled as one unit through the 6 french sheath, however the attempt failed. A 35mm guide wire was next deployed and the 6 french sheath was removed. An 8 french sheath was deployed followed by the advancement of an 8 french multi-purpose guide. The guide wire and stent were then pulled into the guide as far as possible and the entire system was safely removed from the patient. The patient is reported to be alive. No patient injury reported.

Manufacturer narrative:
Product analysis summary: delivery system, dislodged stent, spider fx and non-medtronic guide catheter returned for analysis. A stopcock was attached to the luer of the delivery system. Kinks were evident on the hypotube. The dislodged stent returned loaded on to a spider fx. Deformation was evident to the dislodged stent. The spider fx was loaded into a non-medtronic guide catheter. Crimp impressions were visible on the exposed balloon surface of the delivery system. The balloon folds remained intact. Deformation was evident to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel due to deformation of the distal tip. If information is provided in the future, a supplemental report will be issued.